Event description:
Customer reports one incident of blood leak with the psn 170 dialyzer. Blood leak was noted at beginning of patient treatment. Blood was not returned to the patient with an estimated blood loss of 300cc. Treatment was continued and completed with new disposables. No patient injury or medical intervention reported per customer.